Event description:
It was reported that the patient was hospitalised with hyperglycaemia on (B)(6) 2025. The patient's blood glucose levels (bgs) rose to 346 mg/dl whilst at home with moderate ketones. The patient was then taken to hospital and admitted for 24 hour observation where their blood glucose level measured over 400 mg/dl when measured with a finger-stick test. It was reported that the patient had blood work and showed early signs of diabetic ketoacidosis. Additional diagnoses received included an ear infection as well as deranged liver and kidney function tests. The patient was treated with intravenous fluids, insulin and also given antibiotics for the ear infection. Immediately after being discharged, the patient attended an appointment with their endocrinologist. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: data not available. Omnipod 5 software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.